Manufacturer narrative:
(B)(4). Customer reports loss of communication between pump and transmitter. Received and placed unit under microscope and found physical damage to cow catcher / connector pins. Unable to perform functional test due to physical damage.

Event description:
Information received by medtronic indicated that the loss of communication between insulin pump and transmitter. No harm requiring medical intervention was reported. Customer will discontinue use of the device.